Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient had an infection. As a result, surgical intervention was undertaken where the patient's scs system was explanted on an unknown date to address the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.